Event description:
It was reported that intra-operatively no cerebrospinal fluid (csf) could be aspirated from the catheter so the catheter was also replaced during a pump replacement surgery. There was no therapy issue or patient symptoms reported. The system was being used to deliver morphine. It was later reported there were no withdrawal symptoms prior to the surgery and the pump was working well. The dose was lowered from 7 milligrams to 2 milligrams per day. The patient was fine and receiving appropriate therapy. It was not determined why the catheter was not flowing. It was later reported that the pump was at end of life. There was no patient injury and the patient recovered without sequelae. The pump replacement was prophylactic to avoid in-vivo battery depletion. There was a catheter occlusion. No rotor study or dye study was performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a pump problem with her second pump where "sometimes the morphine would get to her back and sometimes it wouldn't" ever since the pump was implanted. The patient stated she went back to the healthcare professional (hcp) and he would "keep raising and raising" the medication.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a hole in the catheter body which was not user-related. There were two very significant holes located 5.9 and 6.6 centimeters (cm) from the distal catheter segment¿s proximal end. The catheter was significantly compressed in both areas where the holes were located. There was discoloration around the holes indicating the holes were present for a long time and that drug was coming out of the hole. There was also dried drug inside the lumen of the distal catheter segment distal to the holes and all the way to the dispensing holes. This portion was partially occluded. It was noted the end of the returned proximal segment did not match up with the returned distal segment. This indicated a portion of the catheter was not returned. Furthermore, near the distal end of the proximal segment had an indent on the surface of the catheter consistent with where the anchor was located. Two identical indents were on the distal segment where the anchor was located. This indicated there was an anchor positioned on a different area of the catheter at one time.

Manufacturer narrative:
Product ID 8590-1, lot# n109926; product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.